Event description:
Event description guidant received information that this right ventricular endocardial lead measured high impedances during an elective device replacement for normal elective replacement indicator (eri). The physician suspected a fracture. Lead impedance measurements are unknown.